Event description:
Surgery was in 2000, immediate post-op fluroscan showed no problems. Later, x ray showed that 1 of the 4 arcs had separated from anchor. The repair was successful. Physician doesn't believe the pt will have problems.